Event description:
It was reported that at approx 8:48 am, a pt being monitored with an m300 was transported away from the floor for a procedure and the m300 was placed into standby at the associated ics. It was reported that the pt returned to the room at some point in time and was reconnected to the m300. It was reported that at 11:09 am a staff member reported that the pt was not visible on the ics and the ICU staff reported that when they checked the ics, the pt bed was listed as "disconnected" and the pt appeared to have been discharged although the staff reported they had not discharged the pt. The pt was readmitted to the ics and normal monitoring was restored. The hosp biomed was contacted and removed the m300 from use as a precautionary measure. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.